Event description:
Bipolar lead was explanted due to "possible lead fracture." During an implantable pulse generator (ipg) replacement procedure the physician elected to replace this lead with a new bipolar lead.